Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while implanting the attune patella, the rubber ring kept slipping off the dome of the patella. It also stated that it doesn't tell if the problem is with the finishing ring itself or the patella clamp.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:examination and functional testing of the submitted devices determined that the ball plunger was functional, however the connection was loose.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination and functional testing of the submitted devices determined that the ball plunger was functional, however the connection was loose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.